Manufacturer narrative:
Other, two cadd administration sets from p/n 21-7081-24 l/n 3780633 were received inside a plastic bag without its original packaging. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination; no discrepancies were detected. Leak testing on the samples received were performed using a syringe to look for unusual functions. A leak was detected in the y connector. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported issue was able to be confirmed. The most probable cause is that the component was defective from the supplier.

Event description:
Information was received that with in use with a patient, a smiths medical cadd administration set was leaking liquid from the rubber of the y. Incident occurred while in use, and no patient injury resulted.